Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, ti modular neck broke when pt picked up a potted plant. Attempted to remove with mpo remnant removal tray, 2 drill bits and a tap broke in the process. Surgeon also attempted to bur out neck with metal bur, this also did not work. Surgeon also attempted to remove with osteotomes, this did not work. After 4 hours the surgeon was finally able to remove the stem by performing an eto. Implants not revised: partid: conserve® plus cup 56mm ID 62mm od beaded, item#38025662, lot#087457365, qty:1.

Event description:
Allegedly, ti modular neck broke when pt picked up a potted plant. Attempted to remove with mpo remnant removal tray, 2 drill bits and a tap broke in the process. Surgeon also attempted to bur out neck with metal bur, this also did not work. Surgeon also attempted to remove with osteotomes, this did not work. After 4 hours the surgeon was finally able to remove the stem by performing an eto. Implants not revised: partid: conserve® plus cup 56mm ID 62mm od beaded, item#38025662, lot#087457365, qty:1.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.